Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 79% stenosed, 35mmx2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The lesion contained a bend more than or equal to 90 degrees. A 38x2.50mm promus elite drug-eluting stent was advanced to treat the lesion. However, stent deformation occurred. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.